Event description:
Discordant advia centaur (B)(6) results were obtained on two patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant (B)(6) results.

Event description:
Discordant advia centaur (B)(6) results were obtained on two patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results was due to a leak in the reagent probe 2 diluter. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results was due to a leak in the reagent probe 2 diluter. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.